Manufacturer narrative:
Product ID 3889-28, lot# v969904, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a revision surgery. The patient's lead was removed and replaced and a new battery was implanted on the contralateral side. The implant was tested (impedances) and the patient was feeling stimulation in appropriate areas. A follow-up report will be sent if additional information becomes available.